Event description:
It was reported by the patient that they had a heart rate around forty beats per minute and that their cardiac resynchronization therapy defibrillator (crt-d) was only working 80 percent of the time. Follow up yielded no information. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted (B)(6) 2008, 6725 adaptor, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.